Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a blister after stepping on an unattached cassette clamp from pd tubing. It was reported that the blister developed into a wound infection, and the patient was hospitalized for four weeks for this event. Therapy was reported to be ongoing. The patient was treated with unspecified antibiotics (dose, route and frequency not specified) for this event. At the time of discharge from the hospital, the patient was reported to be recovering from this event. At the time of this report, physical therapy and treatment with unspecified antibiotics was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.